Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 84mg/dl. Troubleshooting was performed. The customer stated that she works in the (B)(6) hospital, and the device is exposed to portable x-ray equipment. Reviewed the alarm history and found the alarm. The caller mentioned that the drive support cap is tilted. The displacement and self test were performed and they passed. The customer stated that her blood glucose rose to 470mg/dl, and the infusion set/site were changed, then she did a correction and received a motor error alarm. The blood glucose went up to 580mg/dl. Assisted the customer to run a manual prime test, and the motor error alarm did not occur. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.